Manufacturer narrative:
The instrument present in the system 1e was reprocessed in another device before use in a patient procedure. The system 1e subject of the reported event was installed on may 18, 2011 and is not under a steris service agreement for maintenance activities. The facility's biomed department is responsible for ensuring that required preventive maintenance activities are completed at the recommended intervals. A steris service technician arrived onsite following the reported event and was unable to duplicate the reported event. The technician found the unit's control board assembly had been damaged due to the water leak. The technician replaced the control board assembly, tested the unit, and returned it to service. Based on the description of the event, the leak may be attributed to improper seating of the system 1e tray prior to initiating a cycle. While onsite, the technician counseled the facility on properly seating the system 1e tray to prevent water from leaking past the door seal and onto the floor. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their system 1e processor. No injury, procedure delay, or cancellation was reported.